Event description:
During egd procedure, the physician went to place a clip and when clip was deployed it failed; clip and wire removed. Endoscope removed and clip flushed out of channel. Endoscope reinserted to apply another clip. At this point physician observed a pin from failed clip in the stomach. Clipping completed and pin retrieved via biopsy forceps.